Event description:
Pt was a steroid prep for contrast allergy and was being given i.v. Contrast for c.t. Angio. Study. The CT scanner malfunctioned shortly after contrast injected and stopped scanning. The error message displayed was "the gantry can't comply error" and stopped scanning. This was a critical pt that will have to be prepped again and exposed to add'l contrast and radiation.